Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 475cc mentor memorygel breast implant; catalog number: 3504751bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient with unknown sex, race, and ethnicity underwent unspecified breast augmentation with a 475cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502500; serial number (B)(4) on the right side, and with catalog number 3502500; serial number catalog number 3502500; serial number (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On 01/21/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The sex of the patient under field a3 on this form has been defaulted to "female" as no information has been received to date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/5/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was noticed to be ruptured. Additionally, crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after expiration date. Please note that, according with the product insert data sheet, the sterility cannot be guaranteed if the packaging has been damaged or after the ¿use by date¿ showed in the box label. Multiple attempts have been made to obtain a clarification of the implantation date; however, it has not been made available. If additional information becomes available in the future, it will be properly updated. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and supplemental report will be submitted. Hence, device code off-label use have been added to field h6 since expired product was implanted. Manufacturer¿s reference number: (B)(4).